Event description:
While bathing the patient, which included removal of the electrode leads, small blisters were noted under electrode lead area on the chest and abdomen. The blisters on the abdomen appeared to be open.